Event description:
Patient revised on (B)(6) 2021 due to rotator c uff tear from fall, following primary surgery on (B)(6) 2020. Surgeon converted anatomic to a reverse, explanting all components except stem (3-4 peg glenoid size s, 39x15 offset cocr head, +0mm double taper), and then implanting a 135/145 32/+3 standard humeral cup, 32mm centered glenosphere with screw, 24mm cementless glenoid baseplate, and 4 locking screws.